Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down , activating a critical alarm. The registered nurse (rn) recycled the power, and the iabp unit operated normally, showing safety disk replacement due. The rn swapped out the iabp unit with another one and treatment was continued without incident. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the aware date. A getinge field service engineer (fse) evaluated the iabp unit and was able to identify code 112 in the logs on (B)(6) 2020. Nothing else unusual was identified in the logs. The fse replaced the cable from coiled cord to backplane board, since it was coated with old saline. Additionally, the coiled cord turned completely when manipulating the cable disconnecting it from the console, so the fse replaced the coiled cord as well. The video generator board fan console was also coated with dust, and to rectify this issue, the fse vacuumed the video generator board and then completed a preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down , activating a critical alarm. The registered nurse (rn) recycled the power, and the iabp unit operated normally, showing safety disk replacement due. The rn swapped out the iabp unit with another one and treatment was continued without incident. There was no harm or injury to the patient and no adverse event was reported.